Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "system switched out to complete case." (No code available); "error code appeared during case" (device displays error message). A nurse reported, a system message was displayed during a case. The tubing and the handpiece were switched out, but results were unchanged. The surgeon then asked that the system be switched out to complete the case. There was no patient harm/injury reported.

Manufacturer narrative:
A company service representative examined the system. The host module assembly was replaced and sent back for in-house testing. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).